Event description:
When the pt tries to prime the tubing prior to first use, three to four out of one box were occluded. Dose, frequency and route used: use for insulin pump and change every 3 days. Therapy dates: approximately 2 years.